Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range rv impedances and noise. Boston scientific technical services (ts) advised bringing the patient in to the clinic for further evaluation. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision was performed. During the procedure, a lead fracture was identified via fluoroscopy. The lead was therefore surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.